Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for unknown reasons and returned. At the time of receipt there were no allegations aganist the functionality of the device. During return device analysis it was identified that this device exhibited leaky capacitors which can result in issues with longevity.